Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ particles in valve: not observed. ¿ deflation and use error: observed an opening assessed as surgical damage and observed delamination total of the valve (adhesive failure). As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. .

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "probably cut open @ autoclave processing; leaking valve under pressure" leaking valve under pressure, particles in valve. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.